Event description:
Physician successfully opened the carotid t with the 041 system. Media was occluded as well and he took away the 041 system. He successfully placed a 032 reperfusion catheter and tried to push the 032 separator through it. The device stuck into the carotid and then kinked. The physician then took out all of the devices. Reperfusion catheter is kinked and separator is broken as well.

Manufacturer narrative:
Technical evaluation: the catheter had multiple kinks and a flat section along the distal 15cm. The separator was slightly deformed at the tip (as seen with normal use). The cause of the catheter kink cannot be determined. Though the product was reported broken, both devices were intact. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009. Incident # (B)(4), part # 0533 (separator 032), lot # l11314-079, qty 1. A review of the device history record was completed on part # 0533 (lot # l11314). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable. Part # 0255 (reperfusion catheter 032), lot # l11043, qty 1. A review of the device history record was completed on part # 0255 (lot # l11043). All appropriate inspections were completed per process monitoring requirements or 100% inspections (where required). In addition, all destructive testing was completed per batch qualification testing and reported in (B)(4) - batch release testing. All samples met required specifications. (B)(4) was generated during batch qualification testing. It was observed that the (B)(4) coating was peeling/flaking from catheter shaft. The entire lot was 100% inspected/sorted in the cer and acceptable product (non-peeled/non-flaking units) was re-sterilized. Additionally, (B)(4) was generated to return product from clinical sites on completion of clinical trial. Product and device history record was investigated to assure product met alpha revision. In addition, product was re-labeled to meet alpha revision packaging standards. Product was approved. The parts manufactured in this lot met the required criteria and are deemed acceptable.